Event description:
Patient with history of a plastic anemia present for removal of port. Tubing adhered to venous structures and extended into right atrium. Port removed with portions of tubing retained as it was found to be safer.